Event description:
A (B)(6) female patient contacted zoll customer support to report problems with her batteries. The patient was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (problems with batteries) has been confirmed. Upon evaluation, components q1, d4, d13, and d14 were damaged. The cause for the defective battery charger is a thermally damaged transistor (q1). The q1 transistor controls the current flow to the battery while charging. As the q1 transistor became defective, it damaged components d4, d13, and d14. The root cause of the damaged q1 transistor cannot be positively identified. No adverse event resulted from the damaged transistor. The patient received a replacement battery charger.